Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stopcocks were returned for evaluation. A non-edwards contamination shield was located on the catheter body from over the catheter tip to 77.5 cm proximal from the catheter tip. No packaging or introducer was returned. Without the return of the pressure monitoring unit, customer report of pressure issue could not be confirmed. Customer report of cco measurement issue was not confirmed. The attached non-edwards contamination shield was removed for further evaluation. The thermistor was found to read 36.9 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specifications, measuring 40.55 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body, balloon, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Without the return of the pressure monitoring unit, customer report of pressure issue could not be confirmed. Customer report of cco measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. It is unknown if any clinical or procedural factors that may have contributed to this event. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that there was no cco measurement during use and the indicated value for pulmonary artery systolic pressure (pas) was 40mmhg after blood removal. The expected value for pas was from 5-10mmhg. The patient was not treated based on the incorrect value. The cable was replaced but the problem was not solved. The catheter was not replaced. It is unknown if an error message was observed or if there was an occlusion, leakage or kink noted in the catheter. There were no patient complications reported. Patient demographic information requested but unavailable.